Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes and high capture thresholds during a routine follow-up. Additionally, the lead also exhibited noisy signals. There were also noisy signals on the ventricular channel of the patient's holter device. The noisy signals were able to be reproduced. The patient also experienced stimulation. An x-ray was performed. There were no signs of dislodgement. However, it was alleged the lead was fractured and there was an insulation issue. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. Subsequently, the lead was returned for analysis, however, patient consent has not been confirmed. Subsequently, patient consent was received. The product was analyzed.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes and high capture thresholds during a routine follow-up. Additionally, the lead also exhibited noisy signals. There were also noisy signals on the ventricular channel of the patient's holter device. The noisy signals were able to be reproduced. The patient also experienced stimulation. An x-ray was performed. There were no signs of dislodgement. However, it was alleged the lead was fractured and there was an insulation issue. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.